Event description:
Boston scientific received information that all the leads associated with the cardiac rsynchronization therapy pacemaker (crt-p) had not been placed in the correct device ports after a non-bsc right atrial (ra) lead and aortic valve replacement procedure. During patient follow up, it was thought that none of the leads in the device system appeared to be performing properly. A surgical intervention was necessary to amend the user error that caused this issue.

Manufacturer narrative:
After returning the leads to the correct ports during the surgical intervention, a new atrial lead was inserted and satisfactory sensing was demonstrated. The patient was in atrial flutter, so no threshold or impedance measurements were performed.